Event description:
It was reported that after implanting this device the right ventricular (rv) lead pace impedance measurements were high and out of range. After several repositioning attempts the physician elected to not use the lead. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this device the right ventricular (rv) lead pace impedance measurements were high and out of range. After several repositioning attempts the physician elected to not use the lead. No adverse patient effects were reported. The lead was expected to be returned.